Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive any training on "when to use the patient programmer to make adjustments to his therapy." The reporter stated "they gave me about 10 - 15 minutes of instruction." It was noted that the patient knew how to make adjustments but when he went "too high" in stimulation he had "epileptic type reactions" and stated that he "flew all over the room." It was further noted that in some settings the patient's foot would curl up and he couldn't walk. It was noted in another setting that his shoulder was "tight." It was further noted that the patient was taking more oral medication. It was noted that the patient made adjustments "all day, every day" but didn't know whether he was doing the right thing or not. It was further noted that the patient had follow up appointments with his health care provider on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40, lot # v058320, implanted: (B)(6) 2008, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v038036, implanted: (B)(6) 2008, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).